Manufacturer narrative:
Investigation summary: the reported complaint of separation was confirmed based on the video provided by the customer. No sample was returned for evaluation. However, a video was provided showing a plunger tip separation. The plunger was detached from plunger tip with the plunger tip unable to be pulled back within the safeset reservoir. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a video and lot number were provided. Investigation is pending. E1 initial reporter phone number: (B)(6). Additional reporter: (B)(6).

Event description:
The event involved a transpac® IV monitoring kit w/safe set¿ 84" arterial pressure tubing, reservoir, squeeze flush and 2 needleless valves where it was reported upon patient admission to the unit the cvc (central venous catheter) scd (sequential compression device) connection was established. During the transducer priming procedure, the plunger seal did not retract properly. It was observed that the plunger rose without drawing the contents, with the seal staying adhered to the bottom of the syringe. This prevented proper aspiration and compromised the procedure. It was stated that the product was new, was not reprocessed or re-sterilized, and no medication was used with it. There was a patient involved and delay in therapy. No harm was reported.